Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The lead pads were lifted off the board, causing the faults. The root cause for the defective c19 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.